Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the atrial lead was implanted and explanted on the same day for unknown reasons. More information was requested but not yet provided.

Event description:
New information noted that the physician attempted to implant the lead in several locations without obtaining acceptable capture thresholds. The physician alleges this was due to patient anatomy and not a lead issue. After several attempts, the helix was becoming difficult to deploy and a new lead was used. The patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.